Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system passed away due to progressive multiple organ failure, post a (B)(6) infection. No return of product is expected and no allegations infection was procedure or product related.